Manufacturer narrative:
The customer reported that the central nurses station (cns) is in communication loss with all beds. Customer reports that restarting the cns resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurses station (cns) is in communication loss with all beds.